Manufacturer narrative:
Third party analysis was conducted and found the cup inclination angle was at 58 degrees with an 14 degrees anteversion. Biomet's applicable surgical technique recommends respectively 45 degrees inclination and a 20 degrees anteversion. On the provided x-rays the inclination angle was measured at 59 degrees and the anteversion angle at 22 degrees. It was also noted that the hip stem was 4 degrees in varus and there was a pedestal on the lateral radiographs. A malpositioned hip stem will not affect cup position, but it will affect the biomechanics of the joint. The main effects are reduced offset and shortening. These conditions make it likely that there will be impingement, micro separation and subluxation of the bearing under normal loading conditions. All of these will cause abnormal loading and risk of excessive wear. The reported reason for revision surgery was infection, but it is noted that both the acetabular system and hip stem are not placed in accordance with the applicable surgical technique. A review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA. This is 4 or 4 medwatch reports submitted for the same event. See: 3002806535-2015-00160 / 00163.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent left resurfacing hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2009 due to infection.